Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, a leak was noticed around the temperature probe. There was no pt involvement as this during prime. Product was changed out. Surgery was completed successful.

Manufacturer narrative:
Terumo has received the actual device for investigation. (B)(4). Visual inspection of the device revealed no anomalies. The device was performance tested and could not confirm the complaint. A review of the device history record revealed no anomalies. The most likely cause is a leak was coming from connection near the temperature probe. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.